Event description:
It was reported the burr became stuck on the wire.a 1.25mm rotalink plus and rotawire were selected for an atherectomy procedure in the stenosed proximal left anterior descending (lad) artery. The rotawire was inserted into the lad. The rotalink plus was loaded and prepared. As the rotalink plus was advanced to the lad over the rotawire, it became stuck on the wire. The rotalink plus and rotawire were removed together from the patient. A new 1.25mm rotalink plus and rotawire were used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: unit returned with the rotablator plus catheter for the related complaint. The rotawire was not received inside the related complaint but separately in the bag. Visual inspection revealed numerous kinks throughout the body of the wire. The wire was not stuck in the rotablator plus device, as it was received separately and not in the related complaint. Microscopic inspection revealed that the tip was stretched. Dimensional inspection found the overall length and the outer diameters of the proximal and middle sections of the device to be within specification. The outer diameter of the distal tip could not be measured due to the stretched tip.

Event description:
It was reported the burr became stuck on the wire. A 1.25mm rotalink plus and rotawire were selected for an atherectomy procedure in the stenosed proximal left anterior descending (lad) artery. The rotawire was inserted into the lad. The rotalink plus was loaded and prepared. As the rotalink plus was advanced to the lad over the rotawire, it became stuck on the wire. The rotalink plus and rotawire were removed together from the patient. A new 1.25mm rotalink plus and rotawire were used to complete the procedure. There were no patient complications.